Event description:
After beginning to use a CPAP, I would awaken several times during the night coughing for sometime. After stopping using the CPAP, due to it's recall, I find I still have a cough, sometimes a couple times a day. I have seen an ent doc, some irritation. Exists. The CPAP was recalled due to degrading plastic insulation and was said to be sending black particles into users. Results available through (B)(6). FDA safety report ID # (B)(4).